Event description:
The user facility reported post catheter placement, cerebrospinal fluid leaked from the point where the drainage line branches. Return of non-sterile sample to be expected. The patient was not in transit and no patient injury was reported. Intervention was required. Additional information has been requested. In 2002, additional information received from the distributor. The hospital reported that in 2002 the catheter was placed. The patient was transfered from the operating room to the intensive care unit. On reaching ICU, the hospital staff noticed the csf leak. The patient was transferred back to the operating room at once and the catheter was replaced.